Manufacturer narrative:
Type of investigation; added code 4107. Investigation findings: added codes 213, 4248. Investigation conclusion: added codes 67, 24, 18. Investigation conclusion: multiple returned samples collected in "on label" media and unapproved media were tested by quidelortho testing group. Samples were tested on solana and lyra (pcr) assays. All patient samples collected in approved media yielded valid expected results. Issue of invalid results is most likely linked to use of unapproved media. Root cause: improper specimen transport. Source: phone.

Event description:
Customer reporting 5 false negative sars patients. Customer states the results were positive by rapid antigen test and one patient sample confirmed positive by pcr. It is noted that the patient swabs were collected at different times between the solana testing and rapid antigen/pcr testing. Report 1 of 5.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: email.